Event description:
It was reported by the rep the device was used during an open vertical banded gastroplasty. It was reported the initial procedure was normal. The ecs25 placed on stomach, fired from midpoint of green range indicator or further. Stapler removed without resistance and staple line appeared intacted. Leak discovered post operatively. Pt was re-operated on.